Manufacturer narrative:
System analysis/service repair on (B)(6) 2018 and april 17, 2018. On (B)(6) 2018 the crystal was replaced and tested per procedure. The system failed at 15 watts; error 50 was noted. The crystal was noted to be burned. On april 17, 2018 the crystal was replaced again and tested per procedure. The system works according to manufacturer's specifications.

Event description:
It was reported that during a surgical procedure, error code 90; ktp temperature out of range (less than 80 degree c or greater than 84 degree c) was noted. The laser was rebooted, but the issue was not resolved. The procedure was canceled. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
As previously reported: service in the field was performed on april 13, 2018 and april 17, 2018. The replaced assy crystal mount (s/n: (B)(4)) was received at the manufacture on may 23, 2018.

Manufacturer narrative:
Product evaluation: the assy crystal mount (s/n: (B)(4)) was evaluated on july 12, 2018 and noted the packaging in which the crystal mount assembly unit was returned was undamaged. External appearance of the product does not show signs of wear and tear. Prior to performing the functional test on the unit, visual inspection found that ktp crystal is burnt. Due to the burnt crystal, functional test could not be performed. Probable root cause: based on failure analysis results, the probable root cause was burnt ktp crystal.